Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor on the insulin pump is reading low however, is not low. The customer's blood glucose reading was 111 mg/dl at the time of incident and the sensor glucose was 59 mg/dl. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor was not being released from the needle hub. The customer was advised that the device would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.